Manufacturer narrative:
Follow-up # 1 date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of pump reboot events. The black box data started on 8/31/2017. During visual inspection of the pump, it was observed that the battery compartment was undamaged. There was no moisture corrosion observed in the battery compartment. The battery cap was able to fit securely to the pump and the pump was able to power up with it. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A power issue was not duplicated during the investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.